Event description:
Report from rn experiencing this issue: several intravenous piggybacks (ivpb) have been hung and it is impossible to remove the spike from the piggyback to hang a new one. You can pull and it will not come out, it has even been torn and compromised trying to get the spike out. This morning the previous rn could not remove the spike from vancomycin to be able to hang the next dose and due to this, I had to hang the dose after obtaining new tubing and accessing the central line an extra time. Then this afternoon I hung potassium in an ivpb and it was impossible to remove the spike from the bag to hang the next dose. Due to this, the patient has needed to get new tubing several times which means accessing the line more frequently again for this drug as well. Also, prior to spiking the potassium in the ivpb bag, it was difficult to remove the blue plastic piece that covers the insertion area to spike the medication. I had to pry it off and there was some clear glue holding this piece on. It was so hard to remove that I was concerned about the sterility of the medication if it is that difficult to open to even spike.